Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower refrigerator not detected on bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's refrigerator failed to detect on the bus, and it was unable to recover. The field service engineer (fse) had logged into the machine and confirmed the fridge was disconnected in storage space configurations. The fse powered down both the medstation and fridge, turned off the battery switch, and allowed a reset before powering them back up. Despite these efforts, the fridge remained disconnected. The fse then powered down all components again, checked the network cable, unplugged and reconnected both ends, rebooted the fridge, and powered up the station, but the issue persisted. The fse removed the fridge panels, inspected the connections and light emitting diode (led) on the beagle bone black board (bbb), reseated the router connections and power cable, and checked all other board connections. After rebooting the fridge and medstation, the fse logged in and confirmed that the fridge connection had been successfully established. The system functioned as intended after the field service engineer repaired the device.